Manufacturer narrative:
Per the field service representative (fsr) the oxygen (o2) sensor was replaced.

Manufacturer narrative:
(B)(4). The device logs were reviewed, and it was noted that it was most likely the input o2 gas pressure was low causing the low o2 pressure alarm.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure there was a low oxygen (o2) pressure on the electronic patient gas system (epgs). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per biomedical engineer (biomed), they checked gas connections and did not detect gas leaks. They were using wall gas into the blender, gas comes out of the blender into the vaporizer and on to the circuit. They have an inline mechanical gas flow meter that just measures the gas flow and does not control the gas flow. Once the biomed replaced the oxygen (o2) sensor, the problem was corrected. No parts will be returned for evaluation as the customer discarded the o2 sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.